Event description:
It was reported that the lead dislodged. During reposition- ing of the lead, when the physician attempted to extend the helix, there was little to no resistance when the clip tool was spun. The helix did not appear fully extended on fluoroscopy. Pacing and sensing were good. Therefore, the physician elected to leave the device implanted.